Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped from 70% to 40% while connected to a power source then later jumped from 40% to 100%. In addition, the customer received a power source alert after connecting the pump to a power source. Reportedly, the pump was able to be charged with a different wall adapter. The customer's blood glucose was 120 mg/dl.